Event description:
The international philips field service engineer (fse) reported that a ventilator alarm failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information is currently not available. If additional information is provided at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The international philips field service engineer (fse) reported that a ventilator experienced a primary alarm failure during testing. The device was evaluated by the fse. The fse replaced the speaker. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.